Manufacturer narrative:
The device is not received as it was destroyed on site; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was defective (crack) during handling. No patient contact. Iol was destroyed on site. No other information was provided.